Manufacturer narrative:
System was used for treatment. Kit lot d373 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pressure dome membrane leak or alarm #17: return pressure. The service order feedback was not available at the time of this report. A supplemental report will be created once the service order feedback is received. The kit, smart card data and photographs were returned for analysis. Investigation is still in progress at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4). Device not returned for investigation.

Event description:
Customer reported the system pressure dome "popping off" the transducer mid treatment, after approximately 10 minutes from starting the patient procedure in dnm (cvc) collect 25ml/min and return 30ml/min. Customer stated the patient was disconnected and the instrument was shut off. Customer confirmed he started with all zeros before installing the kit, customer confirmed the system membrane was intact before installing the pressure dome, and no alarms occurred during prime. The only alarm that occurred during the treatment was alarm #17 return pressure alarm after the system pressure leak occurred. Customer stated the patient is "being helped" and refused to share any information. Customer reported patient was fine and refused to provide any further information related to the patient. Service will be contacted. The customer will provide the kit and smart card for investigation.

Manufacturer narrative:
(B)(4). Service engineer cleaned pump deck and pressure dome/ centrifuge door area and performed system checkout procedure successfully. The kit, photos and smart card associated with this complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed successfully and the blood collection was started. A return pressure warning occurred and the purging air was completed after processing of 190ml of whole blood. A system pressure alarm and a return pressure warning occurred after processing of 206ml of whole blood. Evaluation of the photos and returned kit indicated that the diaphragm of this pressure dome was not completely seated on one side and the foot of one of the 2 latches was bent outward. The diaphragm was pushed down where it was unseated and then installed on a pressure sensor in the lab to assess its fit. The pressure dome fit onto the sensor without any issues. Root cause for the pressure dome popping off the instrument is most likely due to pressure dome not being placed onto instrument properly. During pressurized state, the membrane expands and most likely caused the pressure dome to be lifted. Cause of bent latch was not determined from information provided. (B)(4).